Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00674,3014862188-2021-00675,3014862188-2021-00676, test 2,3,4 of 4).

Event description:
User reported false positive result. Negative rapid antigen test two days later. Asymptomatic. Report 1 of 4.

Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported four false positive results. Negative rapid antigen test two days later. Asymptomatic. Report 1 of 4.